Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from the (B)(6) reported a plate broke in situ and was explanted.